Event description:
On 08/19/2024, znyo medical received a report that during the preventive maintenance (pm), that when the pressure was set at 30 psi, the rate (B)(4) did not meet the standard range of 22-38 psi. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pressure was set at 30 psi, the rate (B)(4) did not meet the standard range of 22-38 psi. The recalibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00747 a duplicate of MDR# 3006575795-2024-00655. Refer to 3006575795-2024-00655 for event details.